Event description:
Additional information from the hcp reports the patient is doing completely fine and there are no additional concerns.

Event description:
The manufacturers rep reported the pt had a pump and catheter replacement done. The reservoir contents were removed from the explanted pump and put into the new pump. The pt had no subsequent changes in tone or clinical signs of withdrawal or overdose, but was presenting with speech difficulties- repetitive stuttering. The pt has a history of being very sensitive to dosing changes.